Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Additional information received noted that the device was explanted on 10 feb 2023. There were no patient consequences.